Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a leak in the drain bag was confirmed in the lab. The set was tested underwater with a leak noted from the seal next to the large drain port. The bag was visually inspected and it was noted that the flat seal did not extend into the main seal of the bag. The cause of the leak was determined to be insufficient bond manufacturing / quality issue. A batch review was performed and no issues were noted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported a leaking cycler drainage set. This was noticed after therapy was completed in the morning. The patient stated the discharge bag was leaking, and that the sample was available. No injury or medical intervention was reported.